Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-apr-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the microsoft structured query language (sql) server services were not functioning due to an expired sql server edition. The technical support specialist coordinated with hospital information technology (hit) to reinstall sql server and successfully restarted msql server services. The system functioned as intended after the technical support specialist troubleshot the issue.

Event description:
It was reported that when using the bd pyxis¿ es server, patient was not crossing over to all station. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.